Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that blood glucose (bg) readings on the ilet and dexcom g7 app were not matching. Investigation revealed that the ilet had been connected with the incorrect pairing code. The device was reconnected with the correct code, and bg readings aligned. A confirmatory fingerstick showed a bg of 199 mg/dl. No symptoms were reported, and no medical intervention was required.